Event description:
Patient presented to the physician with pain due to the ipg moving within the pocket. Physician brought the patient into the or and found both leads tangled, and the ipg had become detached from the anchor points. Physician suspected manual manipulation of the leads. Physician untangled the leads, created a new chest pocket, repositioned the ipg, re-sutured, and closed the incision.